Event description:
It was reported that the patient was unable to inflate the inflatable penile prosthesis (ipp) consistently due to a spinal cord injury problem. The patient wanted an easily use/operable device therefore the ipp was removed and replaced with a spectra concealable penile prosthesis (spp). Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Inflation issues were reported. The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders and pump performed within specifications. Review of manufacturing documentation was not performed as the device met specifications. A review of the ship history was not performed since the batch number was provided. A review of the ams 700 hazard analysis (windchill document # (B)(4)) was completed. "Difficult to inflate" is included as a hazardous situation, based on review of this data, this complaint does not represent a new or unanticipated event. The ams 700 with ms pump instructions for use (92162915-01a) lists patient related precautions including: "adequate patient manual dexterity and strength are required for proper device inflation and deflation", "mental or psychological conditions, such as senile dementia, may inhibit the patient's successful operation of the prosthesis" and "the implantation of this device should only be considered in patients whom the physician determines are adequate surgical candidates." An overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device caused or contributed to the error. No escalation to ncep or CAPA is required as the complaint component remains implanted and the conclusion code selected does not require additional investigation.

Event description:
It was reported that the patient was unable to inflate the inflatable penile prosthesis (ipp) consistently due to a spinal cord injury sustained prior to implant. The patient wanted an easily use/operable device therefore the ipp was removed and replaced with a spectra concealable penile prosthesis (spp). No further issues were reported in relation to this event.